Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high with patient alerts for rv pace lead impedance greater than 3000 ohms on (B)(6) 2013. Weekly pace lead trend data shows an increase for min and max v pace equal to 496 to 16382 ohms peak between (B)(6) 2013. Also there was rv oversensing with 8 ventricular fibrillations less than equal to 210ms average v-cycle between (B)(6) 2013. There was also non-physiological oversensing with ventricular short interval count equal to 318 counts, in 2.72 days between (B)(6) 2013. Product: 7230cx implantable cardioverter defibrillator. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead sensing was decreased, the impedance increased and the short interval counter was high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.